Event description:
It was reported that the discrimination channel of the device incorrectly interpreted a ventricular tachycardia episode as a supra-ventricular tachycardia episode and there were variations in morphology. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.